Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was running and had non-sustained ventricular tachycardia (nsvt). Inappropriate therapy was delivered in the form of anti-tachycardia pacing (atp) and one inappropriate shock due to oversensing. The patient returned to normal sinus rhythm following the shock. A boston scientific technical services consultant informed the caller that a different vector could be considered if the signal is adequate. The system remains in service and no adverse patient effects were reported.